Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on 10/06/2009, the pt underwent stenting in the predilated mid left anterior descending (lad) artery with one xience v stent and in the predilated second diagonal artery with one xience v stent. On (B) (6) 2010, the pt was admitted to the hospital for chest pain during the last month with exertion that progressed to chest pain at rest. The pt underwent diagnostic coronary angiography followed by percutaneous coronary intervention on (B) (6) 2010 in the mid lad index lesion. The pt's condition resolved on (B) (6) 2010, and the pt was discharged. There was no adverse pt sequela. No additional info was provided.